Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient sustained a fall resulting in a peri prosthetic fracture which required a revision surgery.

Manufacturer narrative:
A review by a clinical consultant indicated that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this traumatic peri-prosthetic fracture. The event was confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The investigation concluded that the periprosthetic fracture was caused by a traumatic event (ie, patient fell).

Event description:
Patient sustained a fall resulting in a peri prosthetic fracture which required a revision surgery.